Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The hcp called in today stating that the patient was reporting a power on reset on her patient programmer. Caller is not familiar with the device and wanted to know about this message. Caller was advised to tell patient to follow-up with his managing healthcare provider. No further complications were reported.